Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Device received with cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received insulin compromised force sensor system alarm. Customer's blood glucose level was over 9.5 mmol/l. Customer stated the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. Customer reported that the reservoir was able to lock in place when inserted into pump. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.